Event description:
Customer reported condensation in the reservoir compartment. Customer also reported an insulin leak from the reservoir compartment. Self test was performed and passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.